Event description:
It was reported that an ins flip was confirmed and had been revised. The patient had lost 100lbs since implant and the battery went sideways and was pulling so the physician had to move it. The physician tried to shut off the machine but it would not work, so they used one from the hospital. The manufacturer's representative took the programmer that was not working while the patient was in the hospital. They tried for five days to get it off because the patient needed an MRI done. The patient was waiting for the programmer, so she could have her device reprogrammed and was not able to adjust stimulation in the meantime. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3093-28, lot# v979687, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
Additional information received reported that when the implantable neurostimulator (ins) was sideways prior to the revision, it was very painful. The ins was moved so it was up more by the waist line. After surgery, the patient ended up in the hospital for about a week due to dizzy spells. It lasted for months and then they went away.

Event description:
Additional information received from the healthcare provider noted that the ins and lead were explanted (B)(6) 2014. It was noted perioperative antibiotics were administered. There was no history of infection that this provider was aware of . The patient did not have meningitis. Regarding location of infection, if a culture was obtained, and type of organism cultured: it was all marked as unknown.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the event was the patient¿s weight loss. The implantable neurostimulator was ¿relocated¿ during the revision in (B)(6) 2013. Pain was noted as a symptom. Hospitalization was required and the patient outcome was listed as recovered without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient's implant from 2012 had to be moved by the doctor in 2013 due to loosing weight, ins went from "standing straight to side ways" . The ins was moved up 8 inches and the ins pulled the leads and broke leads / shorted out and caused infection and the ins had to be removed in (B)(6) 2014. The patient noted she had 5 surgeries since having first implant and the patient did not want to have more surgeries.

Manufacturer narrative:
(B)(4).